Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the battery lost power and the device failed. The battery was sent for evaluation and repair. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: (B)(6). Service history review of the device has been performed. The review indicates that the device has not been serviced during the past six months. There is no information relevant to the current complaint issue. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the investigation is based on the service & repair record received. The device failure reported by the customer could be confirmed. The service history review shows no previous service conditions relevant to the current complaint issue. The service technician noted the following action taken: activity exchange, replacement. The device has been serviced and functional testing has been performed in accordance with the service & repair procedure se_037288. The technician noted that the brackets were contaminated and dirty. During the pre-repair diagnostic assessment the service technician identified the following failure: general worn out. The root cause of the event was determined to be normal wear. The device was repaired and returned to the customer if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.